Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort with shallow ipg. The patient underwent an ipg replacement procedure per physician preference. The patient was doing well post operatively.